Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure for cardio embolic developed on the left cervical-ica (internal carotid artery) on (B)(6) 2020, three passes were performed using subject retriever along with microcathter. Physician then noted that there was vessel perforation with a possible casual relationship occurred during procedure. Before the procedure patient mtici grade was 0 and immediately after mtici grade was 2a. Patient mrs grade before procedure was 0 and immediately after mrs was grade 4. No further information provided.

Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The reported patient vessel perforation is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that during the procedure for cardio embolic developed on the left cervical-ica (internal carotid artery) on (B)(6) 2020, three passes were performed using subject retriever along with microcathter. Physician then noted that there was vessel perforation with a possible casual relationship occurred during procedure. Before the procedure patient (B)(6) was 0 and immediately after (B)(6) was 2a. Patient (B)(6) before procedure was 0 and immediately after mrs was grade 4. No further information provided.